Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Resident was transferred from bed to chair, the resident started to move while in the middle of a transfer and then slipped through the sling, falling to the floor. The resident suffered a bump and bruising to the back of her head, and found to be bleeding. Gauze dressing was applied to the area before transferring to the ER.